Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01268, 1627487-2022-01269. It was reported that the patient experienced ineffective stimulation following a car crash. Imaging revealed fracture on all leads. As a result, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.